Event description:
The facility reports the consumer was being showered on the lift. The caregiver turned the consumer on their side, which resulted in the consumer leaning against the side rail. The side rail broke and the consumer toppled to the floor. The caregiver was able to minimize the fall, but the consumer still suffered injury. The consumer suffered two seizures within 30 minutes of this event. Consumer spent four days in the hosp for observation purposes due to an existing fragile medical condition.